Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The report revealed interference/noise and false fvt (fast ventricular tachycardia) due to noise. The lifetime fvt episode counter was two.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device had noise on the electrogram (ECG) and recorded an episode of false fast ventricular tachycardia triggered due to the noise. A review of the save to disk observed that at the end of the episode the baseline dipped down and before it returned to center there were two undersensed r-waves but the noise was gone. The device was explanted and was not replaced. No patient complications have been reported as a result of this event.